Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient indicated his ipg was inoperable and he experienced difficulty charging the ipg. Surgical intervention was undertaken and the patient's scs system was explanted. Sjm was made aware of the issues on (B)(6) 2015, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues.